Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from the netherlands that during service and evaluation, it was determined that the compact air drive device motor on the device coupling on the tool side was not functioning, defective, handpiece had a defective tool coupling and air inlet. It was further determined that the device failed pretest for function of the soft mode switch (safety system), check air hose coupling, attachment coupling with attachments, attachment coupling and general condition. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.